Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawers were not opening. The customer reported that they utilized the another station to obtain their medication, but experienced a delay in the dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found controller module was non-functional. A field service engineer replaced new module controller and pockets. The system functioned as intended after the field service engineer troubleshot the device.